Event description:
When putting holes in bone flap off the field, it was noted that the tip was missing off of the c-1 bit. A search for the tip did not reveal it. X-ray was to be taken at the end of case to verify that the bit was not in wound. No further calls from or. Assumed negative.